Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint by an authorized service provider (asp) on the v60 indicating that the power cord had more resistance than allowed in electrical tests. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. An authorized service provider (asp) evaluated the device and discovered that the power cord had more resistance than allowed in electrical tests. This investigation is ongoing.

Manufacturer narrative:
An authorized service provider (asp) evaluated the device and discovered that the power cord had more resistance than allowed in electrical tests. The asp ultimately replaced the power cord, after which the issue was resolved. The investigation concludes that no further action is required at this time.